Event description:
The patient was undergoing a coil embolization procedure in the ileocolic artery using ruby coil lps and a non-penumbra microcatheter. During advancement of a ruby coil lp through the microcatheter, the physician noted resistance described as a gritty feel, and the coil did not fully advance beyond the distal end of the microcatheter. During retraction, the ruby coil lp unintentionally detached within the microcatheter. The microcatheter containing the detached embolization coil was removed from the patient. It was reported that the same issue occurred with a second ruby coil lp. The microcatheter containing the second detached embolization coil was also removed. The procedure was subsequently completed using a new ruby coil lp and the same microcatheter. There were no reported adverse effects to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.